Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01178. It was reported that the system was extracted due to infection. The patient had pneumonia and slight vegetation was observed on the lead. The origin of the infection was unknown. The system was removed so the infection could be fully cleared. The patient was stable.